Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached at 35,032 joules. Per the customer, the fiber cap was retrieved. The physician switched to turp to complete the procedure. No patient injury was reported.